Event description:
It was reported that the customer experienced a low blood glucose (bg) level (41 mg/dl), cause was unknown. The customer consumed glucose tablets to treat the low bg. In addition, it was reported that continuous glucose monitor alerts were not received. The customer declined to provide further information or perform troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.